Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. The customer has not yet indicated whether the device will be returned to zimmer biomet for evaluation. Part of the device remains implanted in the patient. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It is reported that the screw fractured during a knee ligamentoplasty and the majority of the device was left in the patient to maitain the ligament. The remaining fractured pieces were extracted. The surgeon believes the remaining part of the screw is providing adequate fixation. No additional patient consequences were reported.

Manufacturer narrative:
Event was confirmed through photographic inspection. The fractured portion of the device that was removed was not returned for analysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.